Manufacturer narrative:
Upon investigation of the actual device involved in this incident, it was determined that the main drawer 3.1 pocket e4, with a broken lid, was unable to be removed due to a faulty position sensor. A field service engineer replaced the position sensor and the damaged retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the main drawer 6 was unable to expose the cubie mechanism in cubie 5b and seemed to be broken. The customer reported that the user was not able to issue medications to the patient during the malfunction. The customer stated that there was a delay in getting the medications needed for a patient. There were no adverse events or injuries reported based on this incident.